Event description:
It was reported that when the cot was removed from the ambulance, the wheels were released and the nurse attendant lowered them. The attendants allegedly pulled the release handle but the base did not lock into place and the cot allegedly collapsed all the way down. Initially, it was reported that there was no resulting injury to the pt, but that a nurse attendant allegedly sustained back strain and the other attendant allegedly sprained a wrist. Upon investigation, a customer rep stated that there were actually no injuries from this alleged incident.